Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument wrist fell off the shaft, but it was hanging on by the cable. It is unknown if fragments had fallen into the patient. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have a broken main tube. No material was found missing. The root cause of this issue is typically attributed to user. An additional observation not reported by the site was also observed: the instrument was found to have a frayed grip cable at the distal end. The root cause of this issue is attributed to a component failure. There was no image or video clip submitted for review. A review of the instrument logs for the fenestrated bipolar forceps (part# 471205-1 / serial # (B)(4) was performed. The instrument was last used on 16-sep-2022. The instrument was confirmed used during the alleged event reported in this record and it was not used in subsequent procedure(s) after its last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and it is unknown if a fragment fell inside the patient during a da vinci assisted procedure. There was no report of patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.